Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Moisture damage was also found on the keypad traces during our visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm and un response button due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced